Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user's caretaker, who stated that the end user was transferring out of the chair and sustained a "significant leg injury" and that "it is possible this was caused by a sharp edge on the frame of the wheelchair." The end user was provided with wound care and pain medicine as a result of the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.